Event description:
Pt had single chamber pacemaker implanted 5 years ago (5/91) for second degree av block. Long-term follow-up has shown evidence of a lead fracture. Unable to obtain magnet rate on pacemaker phone check. Pacer clinic found ventricular lead impedance < 100. Pt was brought into hosp on 11/13/96 for replacement of permanent pacemaker generator and lead. The old lead was capped and left in place - could not be removed. Generator replaced due to age of unit.